Event description:
The patient has experienced a decline in performance and speech perception. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.